Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including renal dysfunction, infection, bleeding, and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2025, due to a hemorrhagic stroke and renal failure. No obvious neurological deficits were noted upon admission, thought the patient was bleeding from their mouth, and so a head compute tomography (CT) scan was ordered, and found small areas of acute subarachnoid hemorrhage. The patient was noted as having renal failure known since 2023 (manufacturer report 2916596-2023-02122), and chronic driveline infections, with the onset being blood cultures positive methicillin-resistant staphylococcus aureus (mrsa) on (B)(6) 2021. (Manufacturer report 2916596-2025-01357), as well as another positive mrsa culture on (B)(6) 2023. (Manufacturer report 2916596-2023-02125) and pseudomonas on (B)(6) 2025.the patient had been on antibiotics, cefazolin and bactrim (trimethoprim/sulfamethoxazole). It was noted the patient had drainage, redness, and swelling, as well as elevated erythrocyte sedimentation rate (esr) and c-reactive protein (crp), due to the pseudomonas infection, which did not resolve. The patient was transferred to comfort care, and left-ventricular assist device (lvad) support was turned off on (B)(6) 2025. The death was not considered device related, and the device was noted to function as expected.